Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter: the phone and email address of the initial reporter are not available / reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00909. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat an intracranial stenosis of the middle cerebral artery (mca), after the 150cm x 5cm prowler select plus microcatheter (606s255x / 30026755) was placed at the target position, the physician inserted the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 10944216) into the microcatheter and found it hard to push or withdraw the stent; the stent did not reach the target lesion, the physician was attempting to advance the stent through the microcatheter. As a result, the physician withdrew the microcatheter from the patient¿s body. When the microcatheter was out of the patient, the physician observed that it was ¿wrinkle.¿ information related to the specific location of the position of the wrinkle was not obtained. The stent prematurely deployed in the y-connector outside of the patient¿s body. It was reported that the issue related to the enterprise advancement and withdrawal occurred near the reported wrinkle location on the microcatheter; the delivery wire did exit the microcatheter near the location of the reported wrinkle on the microcatheter. The physician used a new stent and a new microcatheter to complete the procedure. Adequate and continuous flush was maintained through the microcatheter. There was no report of any patient injury or complication as a result of the reported event. The enterprise stent is reported to be available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 10944216. A review of manufacturing documentation associated with this lot (10944216) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. Updated sections: PMA/510k, if follow-up, what type. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00908 and 1226348-2019-00909. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 6/5/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00909. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure to treat an intracranial stenosis of the middle cerebral artery (mca), after the 150cm x 5cm prowler select plus microcatheter (606s255x / 30026755) was placed at the target position, the physician inserted the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 10944216) into the microcatheter and found it hard to push or withdraw the stent; the stent did not reach the target lesion, the physician was attempting to advance the stent through the microcatheter. As a result, the physician withdrew the microcatheter from the patient¿s body. When the microcatheter was out of the patient, the physician observed that it was ¿wrinkle.¿ information related to the specific location of the position of the wrinkle was not obtained. The stent prematurely deployed in the y-connector outside of the patient¿s body. It was reported that the issue related to the enterprise advancement and withdrawal occurred near the reported wrinkle location on the microcatheter; the delivery wire did exit the microcatheter near the location of the reported wrinkle on the microcatheter. The physician used a new stent and a new microcatheter to complete the procedure. Adequate and continuous flush was maintained through the microcatheter. There was no report of any patient injury or complication as a result of the reported event. The enterprise stent was returned for evaluation. The evaluation finding is documented below. Investigation summary: the non-sterile 4.5mm x 28mm enterprise stent was received contained in a pouch with the prowler select plus microcatheter. Visual inspection was performed. The delivery wire was inspected and was observed in good condition. The introducer did not have any appearance of damage noted on it. The actual stent was not returned. Without the actual stent available for return, the functional test could not be performed. The complaint documented that the stent prematurely deployed in the y-connector outside of the patient¿s body. The reported issue related to the enterprise stent being hard to advance or withdrawal was not confirmed through functional test without the return of the actual stent. A review of manufacturing documentation associated with this lot (10944216) presented no issues during the manufacturing or inspection processes related to the reported complaint. The device history records indicate that this product underwent final inspection testing at lake region medical and was determined to be acceptable. Functional testing was not conducted due to the device component being returned without the stent. Visual inspection performed on the prowler select plus microcatheter noted kinked areas on the catheter body and at the distal tip. Under x-ray, saline crystals were observed obstructing the microcatheter. The saline crystals indicate that there may have been insufficient flushing during the procedure. The issue reported with the enterprise stent being hard to advance or withdraw near the area of the ¿wrinkle¿ is likely due to kinked area on the prowler microcatheter and the saline crystals that are the likely results of an insufficient flush. The prowler select plus microcatheter instruction for use (IFU) states that the microcatheter requires a continuous flushing during the procedure in order to maintain the lubricity of the coating. The presence of the saline crystals suggests that continuous flush may not have been maintained during the procedure and as a result, the enterprise stent encountered issue during advancement through the microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00909. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.